Event description:
It was reported that pressure measurement over damping was observed. It was unable to obtain cardiac output measurement well either. There were no patient complications reported.

Manufacturer narrative:
Device not returned.